Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that the device suddenly restarted during use. No patient injury reported.